Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Hyperglycemia was reported with a blood glucose level of 324 mg/dl, accompanied by a line block alarm. The initial issue was managed by continuing use of the existing cassette and adjusting body position during sleep. Subsequently, the patient experienced soreness and irritation at the abdominal infusion site, which had been in place for nearly three days. Upon removal, the cannula was found to be bent. Troubleshooting instructions were provided, including replacing the infusion set, tubing, and cassette, which the patient followed. The event occurred during infusion, resulted in no patient injury, and was successfully resolved.